Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump was having ¿priming issues¿. There was no additional information available and we were unable to reach the reporter for troubleshooting. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: there was no loss of prime warnings observed in the black box history and the complaint could not be duplicated. The pump successfully completed a rewind, load, and prime sequence with no alarms emitted. A force sensor calibration test revealed the sensor was not detecting correct force. There was no damage found internally when the pump was opened. The resistance on the force sensor was measured and found to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.